Event description:
During a meniscal repair, the suture broke on a fast-fix device. After deployment of both suture bars the suture broke while tightening down the suture over the repair site. The meniscal repair was completed using an alternate repair technique. There was an approximate 20-30 minute delay. There was no patient injury. Although it could not be confirmed, it is believed that both suture bars remain in the joint capsule.